Manufacturer narrative:
(B)(4). Visual examination of the returned product identified that one of the trigger pins has become disassembled due to a weld fracture. The front rod is no longer attached to the trigger. Despite the fracture pin, the trigger still actuates through the full range of motion. Discoloration and scratching were found on the shaft near the distal end and near the strike plate. The strike plate exhibits impact marks. Scratching was also found near the etching. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the broach handle fell apart during a procedure. There was no harm or health consequences to the patient. It was reported that no further information is available.